Event description:
Surgeon doing laser turp in the or, heard pop noise, looked at the tip of the laser fiber and discovered it had shattered. Surgeon was able to retrieve the fragment pieces with a gripper. Laser was checked out with biomed before case started.